Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal hysterectomy/ I am tired of living in pain every second every day') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("in a little bit of pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("loss of hair"), abdominal distension ("bloating"), fatigue ("fatigue"), rheumatoid arthritis ("autoimmune disease: ra"), asthenia ("taken my energy"), depressed mood ("taken my happiness"), anhedonia ("taken my enjoyment of my family"), mood swings ("mood swings"), feeling abnormal ("brain fog"), irritability ("irritability") and dyspareunia ("painful intercourse") and was found to have weight increased ("gained 65+ lbs in 4 years"). The patient was treated with surgery (vaginal hysterectomy, removal of uterus, cervix and tubes). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, anxiety, depression, alopecia, abdominal distension, fatigue, rheumatoid arthritis, asthenia, depressed mood, anhedonia, mood swings, feeling abnormal, irritability and dyspareunia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, alopecia, anhedonia, anxiety, asthenia, depressed mood, depression, dyspareunia, fatigue, feeling abnormal, irritability, mood swings, pelvic pain, procedural pain, rheumatoid arthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event outcome : gained 65+ lbs in 4 years were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("in a little bit of pain"). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media post received : event pelvic pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal hysterectomy/ I am tired of living in pain every second every day') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("in a little bit of pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("loss of hair"), abdominal distension ("bloating"), fatigue ("fatigue"), rheumatoid arthritis ("autoimmune disease: ra"), asthenia ("taken my energy"), depressed mood ("taken my happiness"), anhedonia ("taken my enjoyment of my family"), mood swings ("mood swings"), feeling abnormal ("brain fog"), irritability ("irritability") and dyspareunia ("painful intercourse") and was found to have weight increased ("gained 65+ lbs in 4 years"). The patient was treated with surgery (vaginal hysterectomy, removal of uterus, cervix and tubes). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, anxiety, depression, alopecia, abdominal distension, fatigue, rheumatoid arthritis, asthenia, depressed mood, anhedonia, weight increased, mood swings, feeling abnormal, irritability and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, anhedonia, anxiety, asthenia, depressed mood, depression, dyspareunia, fatigue, feeling abnormal, irritability, mood swings, pelvic pain, procedural pain, rheumatoid arthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. Reporter added. New events of asthenia, depressed mood, anhedonia, weight increased, mood swings, feeling abnormal, irritability and dyspareunia were added. Explanted date of essure was added. Oregon added as state of consumer. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal hysterectomy/ I am tired of living in pain every second every day') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("in a little bit of pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("loss of hair"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, anxiety, depression, alopecia, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, fatigue, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, alopecia, anxiety, depression, fatigue, pelvic pain and procedural pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: reporter and patient demographics were added. Vaginal hysterectomy updated to I am tired of living in pain every second every day and added events depression, anxiety, loss of hair, bloating, fatigue. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal hysterectomy/ I am tired of living in pain every second every day') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("in a little bit of pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("loss of hair"), abdominal distension ("bloating"), fatigue ("fatigue") and rheumatoid arthritis ("autoimmune disease: ra"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, anxiety, depression, alopecia, abdominal distension, fatigue and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, fatigue, pelvic pain, procedural pain and rheumatoid arthritis to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: new event : rheumatoid arthritis was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal hysterectomy/ I am tired of living in pain every second every day') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("in a little bit of pain"), anxiety ("anxiety"), depression ("depression"), alopecia ("loss of hair"), abdominal distension ("bloating"), fatigue ("fatigue"), rheumatoid arthritis ("autoimmune disease: ra"), asthenia ("taken my energy"), depressed mood ("taken my happiness"), anhedonia ("taken my enjoyment of my family"), mood swings ("mood swings"), feeling abnormal ("brain fog"), irritability ("irritability") and dyspareunia ("painful intercourse") and was found to have weight increased ("gained 65+ lbs in 4 years"). The patient was treated with surgery (vaginal hysterectomy, removal of uterus, cervix and tubes). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, anxiety, depression, alopecia, abdominal distension, fatigue, rheumatoid arthritis, asthenia, depressed mood, anhedonia, weight increased, mood swings, feeling abnormal, irritability and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, anhedonia, anxiety, asthenia, depressed mood, depression, dyspareunia, fatigue, feeling abnormal, irritability, mood swings, pelvic pain, procedural pain, rheumatoid arthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("vaginal hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.